Manufacturer narrative:
The reported complaint of intermittently blank screen during power up with constant alarms on the thermogard xp ivtm system (B)(4) was confirmed during event log review but not during power on. The investigation findings determined that the root cause of the reported complaint was due to a defective display head assembly. To remedy the issue, the faulty display head assembly was replaced. No physical damaged observe on the console during visual inspection. During archive review, in the event log, multiple software error messages associated with the display head were identified on the date when the issue occurred. Thus, confirming the reported complaint. Initial functional testing passed all functional tests and ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system (B)(4).

Event description:
As reported, during console check, the user's thermogard console (B)(4) intermittently displayed blank screen during power up with constant alarms. No patient involvement.